Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an clinic follow up, the device was found to be in back up mode. Technical support was contacted and suspected the device was in back up mode due to electrocautery used in an unrelated procedure. Technical support recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.